Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a pacemaker that exhibited an immediate loss of capture. This was discovered during vario threshold testing. The physician was unable to use the algorithm to run a threshold test and had to manually check capture by decreasing pulse width. No changes were made. A generator change-out was planned but not scheduled.